Event description:
Same case as MFR #: 2134265-2011-04317. It was reported that during a stenting treatment procedure, stent dislodgement occurred and the patient expired. Access was obtained via the right femoral artery. The target lesion was located in the saphenous vein graft to the circumflex (cx) artery. After predilated the lesion, a 4.0x38mm ion stent delivery system (sds) was advanced but was unable to cross a previously placed stent. The ion stent dislodged from the delivery balloon and was retrieved from the right iliac. Next, a 4.0x32mm ion sds was advanced but it also dislodged from the delivery balloon and was retrieved from inside the patient. A shorter promus sds was advanced, the stent became damaged and was removed from inside the patient. The lesion was predilated before advancing another promus sds and deploying the stent. Once the delivery balloon was pulled back, angiography revealed a significant clot. An aspiration catheter was used to remove the clot. The patient arrested shortly after and expired.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).